Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications and no failed battery noted. However, the device alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The insulin pump was received with a missing end cap sticker and address' label.

Event description:
It was reported that the customer¿s insulin pump alarmed motor error and battery alarm even after changing the battery. No further information was provided.